Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl in the morning. The customer consumed juice and detached from the pump for a brief period of time to allow bg level to come back to target range. Reportedly, the customer over-delivered insulin due to delivering boluses and using manual injections. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 280 units of insulin. The customer declined to reload the cartridge and would continue using the current cartridge. Additionally, the customer reported bg level elevated to 350 mg/dl, which was addressed with a correction bolus. Follow up call on (B)(6) 2016, the customer confirmed that the fill estimate adjusted to an accurate amount after the delivery of 10.2 units of insulin.